Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, the customer made changes to the personal profile settings without consulting with health care provider. The customer reported juice, candy, and carbohydrates were consumed to treat low bg. Additionally, the customer reported there was no issues with the pump or supplies, and the reported event occurred due to user error.